Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastrectomy procedure, at the first cartridge, the surgeon felt like repeated 'steps' when stapling, but the device has cut without stapling. The same stapler with a new cartridge was used to complete the procedure successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53y8f. Additional information requested but unavailable: what was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? Can you please clarify, the surgeon felt like repeated 'steps' when stapling? When the surgeon felt like repeated 'steps' when stapling, was the device difficult to fire? When the device has cut without stapling, did the device deploy any staples at all? If the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight, staples missing from staple line, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis found that one gst60d cartridge was returned with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test was performed due the condition of the cartridge.